Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 056 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap was undamaged and secured properly to the pump. During testing the pump powered on with a recurring cs 056 call service alarm. Further testing was not able to be performed due to the recurring alarm. The pump case was removed and moisture corrosion was found to the printed circuit board and other internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.